Event description:
It was reported that the patients ipg had a cracked due to a fall. It was noted also that patients ipg was unable to power back on. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was disposed by the hospital.